Event description:
It was reported that the patient had the artificial urinary sphincter with a 4.0 cm cuff removed due to recurring incontinence due to urethral atrophy at the cuff site. A new artificial urinary sphincter consisting of a 5,0 cm cuff, pump, and balloon was implanted. Following the replacement surgery, the patient was expected to fully recover.